Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap appendix emergency. Incident description: product complaint reported by cnm, but she was not present at the time as it was an emergency case at the weekend. A registrar, complained that clips were coming off vessel. Cnm said that surgeon also had a problem with it, need to investigate further for more information. Additional information received via cer form from applied medical representative, 19 october: I met with surgeon who was the on call consultant when incident occurred & colorectal registrar was also operating but was not available to meet. Surgeon reported that the clips were coming off the vessel but they 'managed to make it work with the clip applier in the end'. They opened two clip appliers during the case and retained both for inspection. Who has been using ca500 since december 2017. Intervention: na. Patient status: ni.

Event description:
Procedure performed: lap appendix emergency. Incident description: product complaint reported by cnm, but she was not present at the time as it was an emergency case at the weekend. A registrar, complained that clips were coming off vessel. Cnm said that surgeon also had a problem with it, need to investigate further for more information. Additional information received via cer form from applied medical representative, 19 october: I met with surgeon who was the on call consultant when incident occurred & colorectal registrar was also operating but was not available to meet. Surgeon reported that the clips were coming off the vessel but they 'managed to make it work with the clip applier in the end'. They opened two clip appliers during the case and retained both for inspection. (B)(6) has been using ca500 since (B)(6) 2017. Intervention: na. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event. Based on the condition of the returned unit, and the description of the event, it is likely that the reported event was caused by misaligned jaws, which could potentially lead to misaligned clips. However, the exact root cause for the misaligned jaws could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.